Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. Device code relates to problem code for the reported event of "stent migration". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that a flexima¿ plus biliary stent was implanted in a patient during a biliary stent placement procedure performed in the bile duct on (B)(6), 2017. According to the complainant, on (B)(6) 2018, a planned stent removal was performed, when the physician attempted to remove the flexima¿ plus biliary stent in order to replace it with a metallic stent, it was noticed that the flexima plus biliary stent migrated distally to the upper bile duct side. The migrated plastic stent was retrieved by the use of a snare and the metallic stent was implanted to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".